Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Method code (B)(4) will also be applicable to the evaluation. The device was serviced on site by a field service technician. The device was visually inspected and functionally tested (power-on self-test). An event history log review was also performed. The damaged slide clamp assembly was verified, during the visual inspection, though no repair was able to be made due to the parts being out of stock. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entry for the slide clamp was damaged in a flo-gard infusion pump and the clamp could not be inserted. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.